Manufacturer narrative:
This report is submitted on june 17, 2022.

Event description:
Per the clinic, the patient requested to have his device explanted and reimplanted with a 600 series so he can get mris.